Event description:
It was reported that during a hepatectomy procedure, the jaws broke. There was a failure of the generator. The device overheats and the teflon gets burnt. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.